Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was transported by paramedics to the hospital due to low blood glucose. The reported blood glucose reading was 16 mg/dl. The customer stated that while at the hospital her blood glucose went from being low to very high. Troubleshooting was performed and it was found that the time on the insulin pump needed to be adjusted. The insulin pump failed the first prime test, so it was performed again with a new infusion set and this time the insulin pump passed. The customer was sent a tubing clamp so that the high pressure test could be performed.